Manufacturer narrative:
H6: investigation summary it was reported the needle is broken. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with a plastic shield. Next to the unit there is a packaging blister top web. From the photo, it is not possible to confirm which part of the needle has breakage. No other information could be obtained from the photo. A device history record review was completed for provided material number 427563, lot 1279323. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the physical sample analysis, a probable root cause could not be offered. H3 other text: see h.10.

Event description:
It was reported while using bd intramedic¿ luer-stub adapter the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: broken needle.